Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and was able to reproduce the customer's issue. To resolve the issue, the stm replaced the scroll compressor and then ran it for one hour - he then performed all calibration, functional and safety tests which passed per factory specifications.the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient involved and no adverse event was reported.